Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an infusion with an insyte autoguard was inserted into the patient with the pump programmed at 50ml/hr. It leaked where the catheter is bonded to the catheter hub. Although requested there has been no other information received.